Event description:
It was reported that during an percutaneous coronay intervention stent damage occured. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x8mm unspecified balloon and then a 3.5x32 promus element stent delivery system (sds) was advanced to the lad; however the device was unable to cross the lesion. The device was removed and the proximal part of the stent was damaged. The lesion was predilated again with a 3.0x8mm unspecified balloon and then another 3.5x32 promus element stent delivery system (sds) was advanced to the lad and the procedure was successfully completed. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Both the distal and proximal edges of the stent were examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an percutaneous coronary intervention stent damage occured. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x8mm unspecified balloon and then a 3.5x32 promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed and the proximal part of the stent was damaged. The lesion was predilated again with a 3.0x8mm unspecified balloon and then another 3.5x32 promus element stent delivery system (sds) was advanced to the lad and the procedure was successfully completed. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).